Event description:
It was reported that the scale was not accurate. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
Customer performed evaluation. Stryker service rep to do repairs.